Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the issue was confirmed in the field logs but could not be replicated during fa. The unit was able to pass all required patient side cart fixture test platform (pftp) and system tests with no errors. Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on the fa, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, fa identifies the axes controller, arm (aca) and pitch brake assembly to be potential root cause for the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system had error 32100 at startup on arm 3. Customer did multiple power cycles prior to calling in and did an emergency power off (epo) of the patient side cart (psc) on the phone all with no change. The procedure was aborted with no patient involvement.